Manufacturer narrative:
(B)(4). Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.

Event description:
The customer reported via phone call that the insulin pump screen was flashing even after changing the battery. The customer's blood glucose level was 194 mg/dl. The customer stated that the time was flashing very fast and the battery icon is empty. The customer reported that they replaced they replaced the battery again and the display came back and insulin pump was working. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will be returned for analysis.